Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 16 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage on the proximal strut row 4 which is in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found multiple kinks. Visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were damaged. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were damaged. The device was removed and completed the procedure with a different device. There were no patient complications reported and the patient's status was stable.